Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding outcome of event.